Manufacturer narrative:
Batch review performed on 24.12.2021: lot 1811501: 125 items manufactured and released on 20-mar-2019. Expiration date: 2024-03-05. No anomalies found related to the problem. To date, 121 items of the same lot have been sold without other similar reported event. Other devices involved: batch review performed on 24.12.2021. Gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r ((B)(4)) lot 188967: 95 items manufactured and released on 15-jan-2019. Expiration date: 2023-12-16. No anomalies found related to the problem. To date, 91 items of the same lot have been sold without other similar reported event. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r ((B)(4)) lot 1811590: 114 items manufactured and released on 29-apr-2019. Expiration date: 2024-04-13. No anomalies found related to the problem. To date, 113 items of the same lot have been sold without other similar reported event.

Event description:
The patient came in about 2 years after the primary surgery reporting tightness in the knee and the cause is unknown. Revision surgery is scheduled for (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022 we were informed that revision surgery took place. Tibial tray and femoral component were not revised. Patient's natural patella resurfaced and poly revised.

Event description:
Revision surgery performed 2 years and 3 months after primary surgery due to pain. The surgeon resurfaces the patient's natural patella and revised the poly.